Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (01/16/2015), the patient¿s meter has been returned on (B)(4) 2014 and evaluated by lifescan product analysis on 1/6/2015 with the following findings: the meter involved with this complaint failed testing. The meter was found to have a low/dead battery. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging that her one touch ultrasmart meter had a power issue ¿ does not turn on. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged power issue first occurred on (B)(6) 2014, at an unspecified time. The patient manages her diabetes with insulin (self-adjuster). It is unknown if the patient took any action as part of regular diabetes management routine due to the alleged power issue. The patient reported that at an unspecified time after the alleged issue began, she developed the symptom of ¿frequent urination¿. However, the patient denied she received any treatment for the alleged product issue. At the time of troubleshooting the cca noted that although the patient did not have test strips at the time of the call and it was not the first time the product was being used. Cca also noted when pressing the power button the meter turned on. Replacement products were sent to the patient. Based on the information provided; this complaint is being reported based on the following conclusions: the patient did suffer symptoms suggestive of a serious injury after the alleged product issue began. The alleged power issue could not be ruled out as a cause or contributor to this event.